Event description:
The customer reported being in the emergency room due to low blood glucose of 40mg/dl. The customer experienced nausea and severe vomiting. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned taking a new medication, but according to the doctor this should not have an effect on her blood glucose. The caller stated that the insulin pump was exposed to a high magnetic field while having an MRI on the abdomen, and x-ray at the dentist office. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.